Event description:
Patient was referred for possible laser lead extraction due to noise on ICD ra pacing lead. Noted to have 1 out of range ra impedance about 7 months ago and impedances have remained stable since device interrogation about 2 months after that. Noted to have 65 episodes of high frequency noise on stored egm's. Not clinically related. Patient was evaluated for possible ra lead fracture vs. Spring contact issue with bsc header. Lead was found to be intact, unable to reproduce noise or out of range impedances. Sensor trend programmed off. Has bsc d153 with mdt leads. Manufacturer response for ICD d153, boston scientific d153 dynagen (per site reporter): reprogramming done to eliminate noise on ra lead. May still have out of range impedances. Continue to monitor lead for further issues.